Event description:
It was reported that the user experienced low glucose while using the ilet system, with a blood glucose of 56 mg/dl followed by a fingerstick of 61 mg/dl, and was advised to follow the 15/15 rule and use oral glucose for correction. Symptoms included hypoglycemia. Outcomes included the need for urgent low glucose self-treatment and troubleshooting education without hospitalization. Investigation included complaint intake and user counseling on hypoglycemia management. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.